Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric bypass, while the device was being applied for tissue gastric pouch, the device was dropped it was able to fire, but the silver sleeve that receives the adapter shaft broke. The staff opened a second device and completed the case. There was no patient injury.